Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Reason for surgery: sui. It was reported that following insertion patient experienced urinary/bowel problems, recurrence, vaginal scarring and infection. It was reported that on (B)(6) 2007 patient underwent tvh/bso, adhesiolysis, ligament vaginal vault suspension and anterior repair due to pop and pelvic/bowel adhesions. It was reported that on (B)(6) 2007 patient underwent removal of ethibond suture and granulation tissue at the vaginal apex, cystoscopy, bladder biopsy x4 and bladder washings due to abdominal and pelvic pain, urinary frequency and abscess.